Event description:
It was reported that a pt underwent a hernia repair of multiple incisional hernias with take down of incarcerated incision hernia in (B)(6) 2004, where gore dualmesh plus biomaterial was used. The pt was reported to have developed repeated seromas after the repair. Recently, the pt developed an abscess on the abdominal wall and seroma between the mesh and bowel. On (B)(6) 2011, the pt underwent a procedure where the abscess was drained and the seroma cavity was evacuated. The skin, subcutaneous tissue and fascia of the abdominal wall was debrided. A portion of the mesh and adjacent fascia were removed. The wound is open and being packed with the remaining, exposed mesh getting dressing changes. The physician reports that he has not yet determined whether the remaining mesh requires removal. As of (B)(6) 2011, the pt is reported to be fine and is being treated with oral antibiotics.

Manufacturer narrative:
A review of the mfg and sterilization records verified that the device lot met all pre-release specifications. Based upon the available info, the exact cause for the reported event cannot be determined. There are many complex clinical variables, such as pt condition/medical history, which may have been related to the reported seroma and abscess. However, there is no indication that a device defect or malfunction was involved. The potential for such an event is addressed in the adverse reactions section of the instructions for use, stating, "possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." In addition, it is noted that in the event of an unresolved infection, the device may require removal or if exposure occurs, such as in add'l abdominal surgery, treat to avoid contamination, or device removal may be necessary. The device had been in place for more than 6 years. All available info has been placed on file for use in tracking, trending and follow up. Attempt(s) to acquire info required for this form were made by gore.